Event description:
It was reported that on a remote monitoring transmission, the patient appeared to have high thresholds and possible intermittent loss of capture. The sensing was also noted to be decreased. The patient was noted to have undergone a coronary artery bypass graft procedure 14 days earlier. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m55 lead, implanted: (B)(6) 2014. A 1258t86 st. Jude lead, implanted: (B)(6) 2014. (B)(4).